Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 22.2 mm std lfit v40 head, cat#6260-9-122; lot#52423803r. Size 4 accolade ii 132 deg; cat#6720-0435; lot#55025602. Trident psl ha solid back 46 mm; cat#540-11-46d; lot#55272401. Modular dual mobility insert; cat#626-00-38d; lot#54683403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a left tha on (B)(6) 2016. On or about (B)(6) 2017 she started experiencing minor pain that would subside after resting, feeling pain in her femur, feels like it wobbles, pain is now constant, had x-ray and cat scan and was told possible loosening, can't bare weight on her left leg now, walks with a limp. Patient did state that she does have good range of motion besides all the other symptoms.